Manufacturer narrative:
(B)(4). A third party field service representative evaluated the ventilator. The field service representative did not find any problem with the sprint pack and reported that fully charged batteries lasted over 5 hours.

Event description:
The customer reported power failure halfway through transport issue on the ltv 1200. There is no information regarding patient involvement associated with the reported event.